Event description:
It was reported that, "clips were falling off vessels. This happened to three pts and all three pts had to be reopened in surgery." Note: the appliers used with the clips were returned and evaluated. The appliers were abused and poorly maintained, in need of repair and contributed to the event.